Manufacturer narrative:
On 06/14/2021, the returned autopulse platform (sn (B)(4) ) was serviced for preventive maintenance (pm). The autopulse platform passed initial functional testing without any fault or error. However, the platform failed the load cell characterization check during final testing due to a defective load cell module. The defective load cell was likely attributed to mishandling such as a drop or a defective component during visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform was manufactured in december 2013 and is almost 8 years old, well beyond the expected service life of 5 years. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance on 06/14/2021, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.